Event description:
It was reported that when using the pyxis medstation es system cubies were not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to an error indicating the absence of the row board. A field service engineer reseated the row board cable and the retractor band cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.